Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened (no creased) dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. (B)(4).

Event description:
Information received by medtronic indicated that the buttons of insulin pump were hard to press and battery life was short. No harm requiring medical intervention was reported. The device was returned for analysis.